Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which inappropriately withheld therapy for ventricular fibrillation (vf). Additionally, apparent ventricular undersensing during non-sustained ventricular tachycardia episodes was observed, possibly causing inappropriate pacing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.